Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, suggesting no adverse impact. The customer had already reset the pump successfully before contacting support and was advised to continue using it. Technical support instructed the caller to reach out if the malfunction code appeared again, and the caller acknowledged this guidance.